Manufacturer narrative:
A software investigation was completed and was unable to determine probable cause without further information since the behavior cannot be replicated. A review of the software logs found that at 15:21:22 the user pressed on the foot switch to acquire 3d scan and on the same second, released the foot switch. It is not clear why the foot switch was pressed for such a short time. At 15:21:23, one second later, the system expected to do a navigated scan, however the navigation system was disconnected from the mobile viewing system (mvs). As previously reported, event occurred due to an obstruction in the imaging system when attempting to perform a 3d spin. No further issues reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
While in a c2-t5 spinal fusion procedure, the site reported to a medtronic representative, that their imaging system was unresponsive when attempting to take a 3d spin with the hand-switch and the foot-switch. The navigation system remained on the patient in scan mode in the acquire image task. In trouble-shooting, the spine application on the navigation system was re-booted, subsequently the site took a 2d image successfully with the imaging system. The foot-pedal was used, instead of the hand-switch, and the imaging system remained unresponsive to the 3d spin. The imaging system was not re-booted at any point in trouble-shooting. The surgeon opted to discontinue the use of the imaging system and the navigation system, and completed the procedure using a c-arm. There was no impact on patient outcome.

Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient information was not made available from the site. On (B)(4) 2015 a medtronic representative, following-up at the site, reported walking through basic trouble-shooting of the imaging system. The medtronic representative found that magnets off of the cable track had fallen off and were causing an obstruction when the attempts were made to perform a 3d spin. The loose magnets were removed, and the magnets in the cable channel, 8 in total. A 3d spin was successfully completed, as well as, fluoro and rad gain cals. System is performing as intended. No further issues have been reported.